Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) unknown radial stem. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a sales consultant attended an ota (orthopedic trauma academy symposium); on october 25, 2016 the sales consultant learned that there was a study on the radial head prosthesis system comparing synthes radial head with bio med radial head and that the results showed more loosening with the synthes heads (dates unknown). The sales consultant stated that they were speaking, however, in general terms and not regarding any personal experiences they had encountered with the device. This information was received through a third party; sales consultant indicates that, he himself; had not read the study. There was no case and/or patient involvement and that there is no additional information available. This report is for one (1) unknown radial stem. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The complaint description describes a symposium in which a study is referred to. Therefore, this would imply patient involvement (unidentified patient) patient information not available for reporting. The competitor should read biomet; not biomed in the description. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.